Event description:
The account alleged that when the intellidrive handles are pressed to drive the bed, it will only go in reverse. No patient impact.

Manufacturer narrative:
The account replaced the strain gauge assembly to resolve this issue.